Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold measurements. Intervention was performed to reposition the lead from the bundle of his to the rv septum however this was complicated by helix issues. The lead was explanted and replaced without incident. After explant, the physician attempted to remove the firm stylet from the lead's lumen but felt resistance and then the proximal tip of the lead broke off. Besides surgical intervention, there were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was retracted and there was dried blood/body fluids in the helix housing which is normal for active fixation leads. There were also stretched coils and a separation between the terminal assembly and the boot insulation which was determined to be post explant damage. Testing was completed to assess lead electrical performance. Measurements were within normal limits. A stylet insertion test was performed without issue confirming there were no blockages within the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold measurements. Intervention was performed to reposition the lead from the bundle of his to the rv septum however this was complicated by helix issues. The lead was explanted and replaced without incident. After explant, the physician attempted to remove the firm stylet from the lead's lumen but felt resistance and then the proximal tip of the lead broke off. Besides surgical intervention, there were no additional adverse effects reported.